Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue with cables and pockets. A field service engineer reseated the cable connections, logged into hardware test application and released and re-inserted all pockets and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was not detected on the communication bus and the issue persisted even after rebooting the station. The malfunction happened when the user was trying to issue the medication to the patient and there was no delay. There were no adverse events or injuries reported based on this incident.